Event description:
The pt experienced a return of symptoms; poor control of his left arm movement and dystonia. The physician suspected a possible lead fracture. The right lead was replaced. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
The lead has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.